Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting no capture. An x-ray revealed that the associated device had migrated down in the pocket causing this lead to be dislodged. The physician also suspects the lead was twiddled by the patient. Efforts to reposition the lead were unsuccessful as the helix would not retracted from the cardiac tissue and became hyper-extended. The lead was eventually explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was subsequently returned for testing. This product issue will be updated when product evaluation is complete.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the returned lead segments was performed. Visual inspection noted the lead was severed 126mm from the terminal pin and all filars appear to be severed. A segment of the lead and/or insulation appears to be missing from the mid-body section of the lead. Additionally, the distal end of the proximal spring electrode is separated from the lead body insulation and the proximal end of the distal spring electrode is separated from the lead body insulation. Testing was performed which confirmed the electrical continuity of the returned lead segments. Damage to the lead occurred during the explant procedure. No other adverse events have been reported. This product issue will be updated if additional information is received.